Manufacturer narrative:
A supplemental MDR is being submitted due to receipt of the device and product evaluation findings. Sections b4, b5, g3, g6, h2, h3, h6: type of investigation, investigation findings, investigation conclusions, and h11 has been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The returned devices were visually examined and showed a fully expanded liner, along with a distal tip that was opened, split, and radially torn. Axial, radial, and slant score lines were present at the intended distal tip location, and the liner was bunched toward the hub at the distal end. Due to the nature of the complaint, no functional or dimensional testing was performed. The complaint was confirmed through visual examination. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for sheath distal tip split was confirmed per the evaluation of the returned device. No manufacturing non-conformances were identified during the evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event.-review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issue with the sheath during device unpacking or preparation. As reported, "during valve deployment, at the end of the inflation using +2cc, the balloon burst. As the rupture occurred along the horizontal line of the balloon, it was difficult to re-insert, so a noose was used to insert the balloon into the esheath+ thus removing both devices successfully from the patient. [...] As per preliminary evaluation of returned devices, the esheath+ distal tip was split." Per evaluation of returned device, the esheath+ distal tip was split, and the liner was bunched towards the hub at the distal end, which potentially indicates withdrawal difficulties of the delivery system. Additionally, the balloon of the associated delivery system had burst. Withdrawal of a delivery system with an altered balloon profile (e.g. Bust balloon) can lead to the system catching onto the distal tip. Furthermore, the operator may apply additional device manipulation to overcome any withdrawal difficulty, which can further damage the distal tip as the delivery system is tried to be pulled through the sheath. As such, available information suggests that procedural factors (withdrawal of altered balloon profile, device manipulation) may have contributed to the complaint event. The complaint for sheath distal tip torn was confirmed based on the evaluation of the returned device. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process and/or by manufacturing process variation during trimming step leading to hdpe damage. High push forces applied to overcome any encountered resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.

Event description:
As per evaluation of the returned device, the esheath distal tip was split as well as torn.

Event description:
Per report received from italy, it was a case of an implant of a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. During valve deployment, at the end of the inflation using +2cc, the balloon had burst. As the rupture occurred along the horizontal line of the balloon, it was difficult to re-insert, so manipulation was required to insert the balloon back into the esheath+ thus removing both devices successfully from the patient. The procedure was considered successful, and the patient was noted as to be doing well. Per the physician's opinion, the perceived root cause of the event was the calcium in the stj. As per preliminary evaluation of the returned devices, the esheath+ distal tip was split.

Manufacturer narrative:
Investigation is ongoing.